Event description:
2024-oct-02, rtg0668420 rtg snow rtg0675059 (con): information was received from a patient who was implanted with an implantable neu rostimulator (ins). The reason for call was patient stated their stimulator was not covering their pain symptoms enough, so they started seeing their pain management doctor for injections in their back. Patient mentioned they had to charge twice a week since they were reprogrammed about 2 weeks ago. Patient stated they met with medtronic rep for reprogramming about two weeks ago, and now they charge twice a week instead of once. Patient reported they had a numb foot and the charger wasn't covering the pain, so they were getting injections in their back. When asked for event date, patient stated it began sometime this year, but they were not sure when. Patient commented that their implant battery came loose due to a bulging disc they had, so they had been seen by their doctor for next steps and re-programming. Agent documented information given during the call. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that last night they were in bed and the stimulation turned up way up and they could barely move. Caller added that this has been happening all the time and not always when they are laying down, but sometimes when they're sitting. Agent reviewed adaptivstim with caller. Caller mentioned that they just met with mdt rep and had the whole thing reprogrammed because it wasn't working down their leg. The additional information was received from the patient. They reported that they device was not loose and that they had it reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their stimulator was not covering their pain symptoms enough, so they started seeing their pain management doctor for injections in their back. Patient mentioned they had to charge twice a week since they were reprogrammed about 2 weeks ago. Patient stated they met with medtronic rep for reprogramming about two weeks ago, and now they charge twice a week instead of once. Patient reported they had a numb foot and the charger wasn't covering the pain, so they were getting injections in their back. When asked for event date, patient stated it began sometime this year, but they were not sure when. Patient commented that their implant battery came loose due to a bulging disc they had, so they had been seen by their doctor for next steps and re-programming. Agent documented information given during the call. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that last night they were in bed and the stimulation turned up way up and they could barely move. Caller added that this has been happening all the time and not always when they are laying down, but sometimes when they're sitting. Agent reviewed adaptivstim with caller. Caller mentioned that they just met with mdt rep and had the whole thing reprogrammed because it wasn't working down their leg. The patient was redirected to their healthcare provider to further address the issue. Caller noted they met with medtronic representative at the beginning on (B)(6) for reprogramming because the stimulation wasn't working down their leg. The patient was redirected to their healthcare provider to further address the issue. Reviewed nuclear stress test compatibility information. Additional information was received from the manufacturer representative (rep). Rep reported that they met the patient on (B)(6) 2024 for a reprogramming session to better cover their pain. Rep clarified that there was no loose implant battery issue. The patient was just not receiving adequate coverage to their leg. Rep noted all connections were good and impedances were within normal limits. The patient was successfully reprogrammed on (B)(6) 2024 and they stated that the stimulation covered all areas of pain and they relayed that information to their doctor that day. The information has been confirmed by the physician.